Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient faced infusion set kinked cannula event on (B)(6) 2021 due to which the patient faced hyperglycemia event. The issue occured with 5 infusions sets. The event occurred within three hours after insertion. The insertion site was abdomen and thighs. The patient went to emergency room and got hospitalized and eventually shifted to intensive care unit (ICU).the duration of hospitalization was for three days. The patient blood glucose level was high above 400 mg/dl and got treated with intravenous and fluids of saline and insulin. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) device 4 of 5. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.